Event description:
Customer reported that the insulin pump had a partial display when trying to give himself a bolus. Customer stated that the insulin pump was not dropped or bumped.the blood glucose reading was 297 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked lcd zebra connector. The insulin pump had a cracked case at display window corners.